Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer reported that a staff member removed a coude catheter this morning. Upon removal, the staff member noticed that the tip remained in the patient. Medical intervention was required. A cystoscopy was performed to remove the remaining piece of the catheter. The patient was a male.

Manufacturer narrative:
A device history record (DHR) of the sample lot# was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. One sample was received for evaluation. Functional and visual evaluations were performed to the sample. The sample was observed without the tip as reported in the complaint; however the condition found in the sample shows a rip or cut to the murphy eye section of the catheter. The tip is a complete molded part that starts from under the murphy eye and if it were detached it would be from the bottom part. The current rupture indicates that the catheter could have been pulled or removed by excessive force causing the rupture from the murphy eye. Probable root cause is incorrect handling while removing the catheter from the patient. This is not verified as a manufacturing fault. Manufacturing nonconformance records reflect no similar conditions observed in the process. No corrective actions will apply since the failure mode was not confirmed as related to the manufacturing site. This complaint will be used for tracking and trending purposes.